Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. It was reported that the lead wire could not be fixed to the set screw of the pacemaker's header. The pacemaker was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. Analysis revealed that the setscrew was pulled out of the device through the septum by the user of the torque wrench. This happened when the user made an incorrect wrench insertion into the setscrew inset and caused the wrench tip to be stuck in the setscrew inset. The setscrew that was stuck to the wrench tip was then pulled out of the device with the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure. The cause of the reported event was isolated to user error and instructions for use (IFU) not being followed.